Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
During implant of a 26mm sapien 3 valve in the aortic position using trans-carotid approach, there was difficulty crossing the native annulus with the certitude delivery system. There was heavy calcification on the native annulus and leaflets. The difficulty crossing was considered to be due to bulky calcification. During withdrawal of the devices, the valve was unable to be pulled into the sheath tip. The devices were withdrawn with the valve outside of the sheath adjacent to the sheath tip. Withdrawal of the delivery system and valve caused a carotid dissection. The carotid was surgically repaired. New devices were prepared. However, the case was aborted and rescheduled for another day. The access vessel mld was 5.2 to 6.4mm, and degree of tortuosity was moderate and the degree of calcification was light.

Manufacturer narrative:
The devices were not returned to edwards lifesciences for evaluation. No relevant procedural videos/imagery/photographs were provided for the evaluation. DHR review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no other similar complaints. The IFU, device preparation training manual, procedural training manual, and procedural manual were reviewed for instructions/guidance for preparation and use of the devices: the user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Per the IFU for certitude delivery system, potential adverse events: potential risks associated with the overall procedure including potential access complications associated with standard cardiac catheterization, balloon valvuloplasty, the potential risks of conscious sedation and/or general anesthesia, and the use of angiography: cardiovascular injury including perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention. Additional potential risks associated with the use of the valve, delivery system, and/or accessories include: emergency cardiac surgery. Valvuloplasty: predilate the native aortic valve, per the discretion of the physician, according to the instructions for use for the selected balloon aortic valvuloplasty catheter thv delivery: insert the loader into the sheath until the loader stops. Advance the delivery system, with the edwards logo in the proper orientation (the delivery system articulates in a direction opposite from the flush port), through the sheath until the valve exits the sheath. Note: maintain the proper orientation of the flex catheter throughout the procedure. The delivery system articulates in a direction opposite from the flush port. Caution: to prevent possible leaflet damage, the valve should not remain in the sheath for over 5 minutes. Advance the catheter and use the flex wheel, if needed, and cross the valve. Note: verify the orientation of the edwards logo to ensure proper articulation. The delivery system articulates in a direction opposite from the flush port. Verify the correct position of the valve with respect to the target location. As necessary, utilize the flex wheel to adjust the co-axiality of the valve and the fine adjustment wheel to adjust the position of the valve. Per the procedural training manual, transaortic coaxial thv positioning: flex wheel. Articulates the distal tip of the delivery system. Turn wheel carefully, clockwise to flex and counterclockwise to un-flex. Articulates up, toward the top of the handle. May also assist in crossing native annulus in difficult anatomies. IFU/training materials were reviewed for potential guidance regarding device preparation and usage and no deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaints for ¿delivery system ¿ difficulty crossing native annulus¿ and ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿ were both unable to be confirmed as neither the complaint device nor applicable imagery was returned. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was unable to be determined. However, a review of DHR, lot history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Per the report, there was heavy calcification on the native annulus and leaflets. The difficulty crossing was considered to be due to bulky calcification. If the native annulus was significantly calcified, the delivery system likely met resistance because of contact with the calcified nodules when attempting to cross. As such, patient factors (native leaflet) likely contributed to the event. Per the report, the valve was unable to be pulled into the sheath tip. The devices were withdrawn with the valve outside of the sheath adjacent to the sheath tip. As reported, there was moderate access vessel tortuosity. It is possible that the tortuous vessel did not enable coaxial withdrawal of the delivery system through the sheath and that the crimped valve was catching onto the sheath tip with every attempt at withdrawing the system. As such, patient (vessel tortuosity) and procedural (non-coaxial withdrawal) factors may have contributed to the event; however a definitive root cause is unable to be determined at this time. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. In this case, the valve likely caused the carotid dissection as the sheath and delivery system were withdrawn with the valve outside of the sheath. The complaint for ¿delivery system ¿ difficulty crossing native annulus¿ was unable to be confirmed. No manufacturing non-conformances that would have contributed to the reported events were identified. Available information suggests that patient factors (native leaflet calcification) may have contributed to the complaint event. No labeling/IFU deficiencies were identified. Therefore, no corrective or preventative action nor risk assessment is required at this time. The complaint for ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿ was unable to be confirmed. No manufacturing non-conformances that would have contributed to the reported events were identified. Patient (vessel tortuosity) and procedural (non-coaxial withdrawal) factors may have contributed to the event; however a definitive root cause is unable to be determined at this time. No labeling/IFU deficiencies were identified. Therefore, no corrective or preventative action nor risk assessment is required at this time.

Manufacturer narrative:
Reference CAPA-20-00141.